Manufacturer narrative:
The reported event of device detected the wrong sized syringe file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that the device detected that 5ml syringe as a 10ml syringe. It was later reported by the biomedical engineering department that it was found in their internal investigation that the end user was using the wrong syringe. Instead of using the appropriate syringe, they were using the bd posi-flush syringe. There was no patient harm.